Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button switch was defective and intermittent. The cause of the non-functional response buttons is the defective and intermittent rear rb switch. The root cause of the defective and intermittent rear response button switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.